Event description:
The event occurred on 1/23/92 as we were performing a blepharoplasty (plastic surgery of the eye lids). The surgeon was utilzing a codman bi-polar cautery unit to control small bleeder in the eye lid. The forceps being used with the codman unit were manufactured by stortz. The plastic surgeon had completed several successful cauterizations on small bleeders in the patient's upper eye lid when there was a very sudden flash at the tip of the forceps.the flash singed off the patient's eyelashes instantly. According to witnesses, there was no fire, just a sudden flash that lasted momentarily. The patient was checked by an ophthalmologist; her eye was fine. The patient suffered no permanent problems from this event. Subsequent to this event, we notified codman, pursuant to the safe medical device act. We sent the codman bi-polar cautery unit with the cord and forceps to an independent laboratory for testing. The entire unit tested fine, with no problems identified. After this initial testing, we sent the entire unit to codman, for their testing. Again the complete unit tested fine.the patient does not appear to be pursing a claim at this timeinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, mechanical tests performed, visual examination. Results of evaluation: other. Conclusion: device failure occurred but not related to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor, device temporarily removed from service, inserviced by manufacturer/distributor representative. The device was not destroyed/disposed of.